Event description:
A pump declared an altitude alarm. Customer's blood glucose level was not impacted. The customer's insulin was not suspended, and they did not need to replace the cartridge. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged, allowing them to resume insulin use with the original cartridge.